Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a damaged electrode and a cracked pebax. Initially, it was reported that shortly after the start of ablation, during pulmonary vein isolation (pvi), a drift in contact force of approximately 20 grams occurred. As a countermeasure, individual replacements of the indifferent electrode patch, cable, catheter, and dongle, or multiple replacements led to some improvement, but there was no consistency in the causes. Verification was done to see if the same issue would occur after the conclusion of the procedure, but reproducibility was not achieved. At the time of reporting, when switching from qdot micro catheter to thermocool smarttouch sf (stsf), no such events were observed at all. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a lifted electrode and a crack pebax were observed. These were assessed as MDR reportable with an awareness date of 08-jul-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, scanning electron microscope (sem) and force test of the returned device were performed. Visual inspection revealed the electrode #2 was lifted. Also, the pebax was observed cracked at the electrode damaged section; however, good manufacturing assembly was observed on the electrode. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. Additionally, a scanning electron microscope (sem) analysis was performed, and it was concluded that based on the observed conditions, it appears that the damage has occurred from the proximal to the distal end, which has resulted in the electrode becoming lifted and the polyurethane ring being damaged. A manufacturing record evaluation was performed for the finished device on lot 31534579l, and no internal actions related to the reported complaint were identified. The electrode damage observed during the analysis could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. Also, electrode damage is not related to the force issue reported by the customer. The cracked pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).